Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient with deep vein thrombosis and pulmonary embolism had a vena cava filter successfully deployed. An abdominal x-ray, taken approximately six years later, revealed an ivc filter in the mid abdomen with the apex located at approximately the right side of l3 which appeared to have a slight lateral tilt. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately six years after filter deployment, an abdominal x-ray demonstrated the filter at l3 appearing to have a slight lateral tilt. Therefore, based on the reported medical records, the investigation is confirmed for a tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. - filter tilt, - filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. There were no reported attempts made to retrieve the filter. There was no reported impact or consequence to the patient.